Event description:
It was reported that the patient was unable to adjust stimulation. It was noted that the manufacturing representative met with the patient during the week prior to the report and they set up the sensor and did recharge education. It was noted that the patient was getting great coverage. It was noted that the patient saw the ¿implantable neurostimulator (ins) in the box¿ message on the patient programmer with and without the antenna. It was noted that the patient could still communicate with the ins using the recharger and turn stimulation on and off with the patient programmer, but the screen on the patient programmer would not change. It was unknown if the patient used the antenna locate feature. It was noted that it was a ¿possibility¿ with how the manufacturing representative had seen the patient use the external components. It was noted that the patient was getting 8 coupling boxes right away. Additional information received reported that the patient was receiving therapy and was able to communicate with all of his devices after clearing the error ¿ins in the box¿ with the clinician programmer.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).